Event description:
Uf experienced three instances of failures of lead cables or wires. New safety leads from another MFR have had no failures. This facility has fully converted to safety leads as of 12/94.